Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in clinic for routine follow-up, episodes of non-sustained right ventricular oversensing due to possible myopotential were observed. Programming changes were recommended. Patient is scheduled for an in-clinic device check. No further information available.